Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the pump had intermittent power. During a review of the issue, the reporter indicated that the battery compartment threads were stripped and the yellow o-ring on the battery cap was visible at the time of the power issue. The reporter indicated that there was no damage to the battery cap and confirmed that it was able to secure correctly during troubleshooting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 1/26/2016 device evaluation: the device has been returned and evaluated by product analysis on 1/13/2016 with the following findings: a review of the pump black box data showed multiple pump reboot events. During visual inspection of the pump, it was observed that the pump was returned with cracks in the battery compartment along the side and from the bottom traveling to the bumper. It was also observed that the threads on the battery compartment and the returned battery cap were stripped and were unable to secure. The intermittent power was duplicated during the investigation. A test battery cap was used to complete the investigation and it was able to hold for testing. The pump was exercised for 24 hours with the test battery cap with no further loss of power occurring. Unrelated to the initial complaint, the display was dim and discolored ¿ the letters had a red hue and the keypad was torn.